Event description:
Fnc 2009/02076. Incident occured on (B)(6) 2020 in vietnam - "screw was broken during surgery. The screw head could not be taken out and the patient retains it".

Manufacturer narrative:
No clinical consequence for the patient. No delay in surgery over 30mn. However, the patient retain piece of the fractured screw/potential mechanical risk: the piece of screw can be an obstacle for the new screw, which can generate a new breakage - risk of debris coming out of the tunnel into the joint. Very low biological risk: excess resorbable material. Additional information requested to complete our investigation/information complémentaire demandée pour compléter nos investigations: is there a clinical consequence for the patient? No. Did the surgeon indicate that the device caused or contributed to serious injury? No. Patient information: could you indicate, if it is possible, gender, age of the patient at the time of incident, weight in kilograms. Woman, 51 years old, approx. 52kg. What was used to complete the procedure (part and lot information if available)? A new ligafix was used to complete the surgery. Are there any contributing factors related to the event? No. If yes, could you explain? Is the part on picture can be sent out back to us? Yes, we can. Will arrange sending back asap. Has dr thai been able to read the memo sent few months ago (attached again)? He did read it and the instructions were followed. Can he or one of the tech describe how the breakage happened? "Screw was broken during surgery. This description is not enough to understand the reasons of breaking. When, how, which stage? The screw head fractured when the surgeon was inserting the screw into the tunnel. Recurrence / actions already implemented: technical sheet with characteristics of ligafix screws was transmitted on 27 may 2020 to the distributor for reminder ; distance training program realised on june 2020, in order to readjust the operating techniques and recall the characteristics of each product. No incident during manufacturing: we are waiting for recovery of the broken screw for expertise. Follow up 1 - device evaluation this batch of screws presents no manufacturing defect, the batch complies with specifications. Injection output data were very stable and the molecular weight was high which is indicative of very good manufacturing conditions. The tip of the screw broke, at the top of the cone at the start of the imprint just before the threaded part. The screwdriver recess does not show any damage, the ø9 screwdriver sinks in when forcing a little because of the deformation of the cylindrical portion of the screw. 1st hypothesis: the ø of the tunnel was not suitable (too small), the graft was too large, the bone was very hard. 2nd hypothesis: too much axial pressure was exerted. 3rd hypothesis: a combination of these 4 points. There is insufficient information available to determine the root cause of this incident. Planning distance training about our products since 2020. Videoconference meeting for incident follow-up since (B)(6) 2021 with our distributor. ·

Manufacturer narrative:
No clinical consequence for the patient. No delay in surgery over 30min . However, the patient retain piece of the fractured screw / potential mechanical risk: the piece of screw can be an obstacle for the new screw, which can generate a new breakage - risk of debris coming out of the tunnel into the joint. Very low biological risk: excess resorbable material. Additional information requested to complete our investigation / information complémentaire demandée pour compléter nos investigations: is there a clinical consequence for the patient? No . Did the surgeon indicate that the device caused or contributed to serious injury? No. Patient information: could you indicate, if it is possible, gender, age of the patient at the time of incident, weight in kilograms. Woman, (B)(6) years old, approx. (B)(6) kg. What was used to complete the procedure (part and lot information if available)? A new ligafix was used to complete the surgery. Are there any contributing factors related to the event? No. If yes, could you explain? Is the part on picture can be sent out back to us? Yes, we can. Will arrange sending back asap. Has dr (B)(6) been able to read the memo sent few months ago? He did read it and the instructions were followed. Can he or one of the tech describe how the breakage happened? "Screw was broken during surgery. This description is not enough to understand the reasons of breaking. When, how, which stage? The screw head fractured when the surgeon was inserting the screw into the tunnel. Recurrence / actions already implemented: technical sheet with characteristics of ligafix screws was transmitted on 27 may 2020 to the distributor for reminder ; distance training program realised on june 2020, in order to readjust the operating techniques and recall the characteristics of each product. No incident during manufacturing : we are waiting for recovery of the broken screw for expertise.

Event description:
(B)(4). Incident occured on (B)(6) 2020 in (B)(6) - "screw was broken during surgery. The screw head could not be taken out and the patient retains it".